Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient removed her infusion set when talking to cts and her cannula was very bent and led to high blood glucose levels resolved by replaced infusion set on (B)(6) 2026.